Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.  Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation.  Evaluation status: 1 event suggests the blade broke as a result of overload conditions. Additional information: 1 device is labelled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke during a tka (total knee arthroplasty) procedure. There was patient involvement. There was no patient impact.